Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The characteristics and anatomy location of the target lesion are unknown. While removing a 32x3.00mm ion stent delivery system from its protective hoop, the struts of the stent were observed as flared. The device never entered the patient's body and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is ok.

Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).